Event description:
After an implant period of approximately 60 months, a high shock impedance > 150 was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 51 cm proximal to the lead tip. Only the distal lead fragment was returned for analysis. Multiple signs of wear along the lead fragment were noted, particularly in the distal area where the conductor cable to the shock coil was found fractured. This damage can be considered to be the root cause for the observed out of range shock impedance >150 ohms. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information or diagnostic images. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors may include interaction with modified tissue, significant cardiac motion due to an adverse lead position, including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.